Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient presented for their 45 day follow up imaging appointment 48 days post index procedure, which found that the closure device moved into the descending aorta. The closure device was successfully snared, and the patient was discharged.

Manufacturer narrative:
The complaint device was not received for analysis; however, media from the procedure was provided and reviewed by a member of the boston scientific global medical safety organization. The media review report concluded: transesophageal echocardiogram (tee) showed an empty left atrial appendage (laa) and no watchman flx device in the left atrium or left ventricle. Tee images showed the watchman flx was stuck sideways in the aorta. Fluoroscopy showed snaring of embolized watchman flx device into sheath in descending aorta. In conclusion, the media is consistent with the event description of watchman device embolization to the aorta and successful snaring out of the watchman device by a percutaneous approach. Underestimation of the watchman device compression might have contributed to the complication.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient presented for their 45 day follow up imaging appointment 48 days post index procedure, which found that the closure device moved into the descending aorta. The closure device was successfully snared, and the patient was discharged.